Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced six event of connection site issue resulting in high blood glucose of over 400 mg/dl (B)(6) 2025. No additional assistance or medical intervention were needed.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 6. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.